Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. It was reported that surgical intervention was later undertaken. This s-ICD and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. It was reported that surgical intervention was later undertaken. This s-ICD and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.